Event description:
It was reported patient underwent surgical intervention on 20 august 2024 during which the ipg was explanted and replaced and a new lead was added to the system. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg is depleting. Surgical intervention is pending as patient would benefit from a rechargeable ipg and additional lead will be placed for better therapy coverage.

Manufacturer narrative:
Date of event is estimated.